Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg17-j10-pm is available in the USA with a 510k number prototype. Evaluation summary it was caused due to an excessive force applied on the insertion flexible tube (ift). This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of during use. There was no report of patient harm. Slight bump at 20cm ift. Lost qa slip. Devuate direction when goinig up direction when turn to max.